Manufacturer narrative:
(B)(4). The device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified coronary artery. A 2.00mmx20mm emerge balloon catheter was advanced for dilation. However, during inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different size nc emerge balloon catheter. There were no patient complications nor injuries were reported.